Event description:
Rep reported that this was a redo lumbar shunt. When he removed the implanted codman shunt, the back of the reservoir had popped out of the back of the shunt completely. It was attached by a small piece. Dr replaced with another codman shunt, product code ns0329. I believe the one he removed was the same product code. I collected the shunt he removed and placed in a sterile specimen cup. I need to send to codman to evaluate and determine what happened. Dr would like a response and if you could please include me in that letter.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the evaluation did confirm the complaint. The needle guard was dislodged from the valve reservoir. The serial number of the valve was found and the product code was ns0329. The valve was visually examined. The examination revealed that the needle guard was dislodged from the valve reservoir. The molded groove of the reservoir and the nylon disk were examined under microscope at appropriate magnification. The examination did not reveal the presence of glue residue. During manufacturing, adhesive is applied to the interface of the needle guard and under the housing. During the assembly of the product, all valve assemblies are 100% leak tested using 6 psi of air pressure and placing the assembly under water. A corrective action was implemented to determine the exact root cause of the problem and to improve the process. Review of the history device records confirmed, the valve conformed to the specifications when released to stock in february 2005. The root cause of the needle guard dislodgement is difficult to determine. It could be due to extreme forces applied to the valve during the pre-implantation procedure. The needle guard dislodgement could also be insufficient or incomplete glue application during the gluing process that would lead the needle guard to pop up out of the reservoir groove when the device was handled. This is a highly unusual event. Recent improvements in the inspection of this specific gluing application site have been implemented to further assure consistency in this glue joint to reduce the possibility that the disc could become dislodged. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.